Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and thrombosis are listed in the xience xpedition instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient was admitted to the hospital for chest pain. One 3.5x15 mm xience xpedition stent was implanted in 95% stenosis in the distal right coronary artery. The patient was discharged on (B)(6) 2014. In (B)(6) 2018, the patient was re-admitted to the local hospital for an emergency recurrence of angina. Coronary angiography showed 100% stent occlusion with thrombus. Thrombolytic drug was administered and a non-target lesion stenosis was noted. One stent was implanted in an unknown vessel. The condition improved and the patient was discharged, but the patient continues to have occasional chest pain symptoms. No additional information was provided.